Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No part was returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the system became unresponsive when it was being turned off after a case. The nurse was shutting it down from the application selection screen, and when she confirmed the shutdown, the system stopped responding and would not shut down. The system was hard shut down, rebooted and the system was able to shutdown normally. There was no patient present when this issue was identified.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.